Event description:
The customer reported a leak when using the unicel dxh 800 coulter cellular analysis system. The leak was described as less than 5 cc of blood and fluid leaking onto the caps of the samples and down the sides of the sample tubes. There were no instrument generated error messages in conjunction with the leak. The leak was contained within the instrument. Quality control ran before the leak was within acceptable ranges. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of gloves and a lab coat. There was no biohazard exposure to mucous membranes or open wounds. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the analyzer and confirmed the leak at the aspriation probe and replaced it. The instrument ran without leaks and all repairs were verified per established procedures. (B)(4).